Event description:
It is reported that the drill bit fractured during surgery and remains embedded in the pt's bone.

Manufacturer narrative:
Eval: it is alleged that the tip of a flexible drill broke and was left in the pt. The flexible drill was not returned for review. This failure has been previously characterized by development. The failure may be attributed to (but not limited to) one of the following situations excessive force applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high for que operation. The instrument had a potential field age of approximately 23 months at the time of failure. The manufacturing records were reviewed and found to be conforming indicating that the instrument was manufactured to specification. Due to lack of surgery details, an unk usage history, and type of driver used, the exact cause can not be known with certainty.